Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis unable to confirm the reported connector issue; programmer interrogates with rf (radio frequency) head with no issues. Programmer also reads and writes to usb (universal serial bus) port with no issues. No visible damage was found with rf head connector or usb port. Analysis found the stylus pen tip is pulling away from main pen body. (B)(4).

Event description:
It was reported that the programmer has a damaged universal serial bus (usb) port. When the caller inserted a usb cable, the connector on the port was broken. It was also reported the wand connector is broken. The programmer was returned for repair. There was no patient involvement.